Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04778. It was reported that the patient is experiencing ineffective stimulation following a motor vehicle accident. The patient's right side s1 lead has migrated and is showing high impedances. The patient's left side s1 lead is giving motor sensations during programming. Surgical intervention is pending to address these issues.

Event description:
Additional information received reports that the patient underwent surgical intervention on 21sep2022 in which the right s1 lead was explanted and replaced and the left s1 lead was repositioned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.